Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump received no delivery alarm during priming. The customer's blood glucose was 197 mg/dl. The customer had insulin flow blocked alarm during fill tubing and had high blood glucose level. The customer stated the insulin did not exit. The customer was advised to change the entire infusion set system as soon as possible. The reservoir will not be returned for analysis.